Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample could reproduce the tsh result obtained at the customer site. Further investigations of the sample have determined that it contains an interferent to the tsh assay. This limitation is covered in product labeling.

Manufacturer narrative:
The customer has provided relevant test data for the involved patient. The box highlighted in red represents the results from the sample in question. The units of measure used are as follows: tsh=uiu/ml, ft4=ng/dl, and ft3=pg/ml.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for thyrotropin (tsh) on an e module analyzer. The sample initially resulted as 37.34 uiu/ml when tested on the e module analyzer. The initial result was reported outside of the laboratory and the physician did not believe the result. The sample was then repeated on a siemens centaur analyzer, where it resulted as 0.66 uiu/ml. The 0.66 uiu/ml result was believed to be correct. The patient was not adversely affected. The e module analyzer serial number was asked for, but not provided.